Manufacturer narrative:
Concomitant medical products: 1888tc, lead, implanted: (B)(6) 2007. 1058t, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room with complaint of palpitations. A remote monitoring interrogation indicated that there appeared to be undersensing on the ventricular lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.